Event description:
It was reported by a company representative attending a clinic visit that the patient experienced pain in their neck electrode. The patient stated it to occur when lying on their left side. There was no report of trauma or manipulation. Systems and normal mode diagnostics were performed and the results were ok/ok/dc=2/eri=no. The patient's settings were 1ma/25hz/250us/30s/5min, magnet mode, 0ma. It was reported by a company representative attending a clinic visit that the patient experienced pain in their neck electrode. The patient stated it to occur when lying on their left side. There was no report of trauma or manipulation. Follow-up to the physician revealed that the patient also had increased hoarseness and pain, stated to be constant even with the device turned on or off, and was not getting better. The device was disabled to attempt to resolve the hoarseness. It was reported by the physician on (B)(6) 2016 that the patient plans to have the device removed due to the neck pain and hoarseness. Later follow-up to the physic revealed that the removal is due to the vns having been turned off for months but is giving the patient neck pain and hoarseness. Additional relevant information has not been received to-date. No known surgery has occurred to-date.